Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, and high voltage supply regulator pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system had multiple service events surrounding instances or arcing. No pt or user injury reported.